Manufacturer narrative:
Stryker found the issue of the missing lid magnet during evaluation. The lid was replaced the resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue was a faulty lid.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, it was found the device was missing the magnet from the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.